Manufacturer narrative:
(B)(4). A batch review could not be performed as the lot number is unknown.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.baxter has conducted a trend review and found that similar reports have been received for the reported problem. ?the issue is being investigated through CAPA.

Event description:
The customer reported to corporate product surveillance regarding the interlink t-connector extension set in which the injection port on the t-connector blew off while using a contrast injection scanner (power injector). The injection was through a microclave valve connected at the proximal end of the extension set and the top of the interlink port just blew/fell off during the injection. This was discovered when the patient's blood was found inside the extension set. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. The sample was visually inspected and the reported condition was confirmed. The interlink septum was observed to be missing. The septum was received inside the bag with the set. As part of the visual inspection the swage area was verified and no damages were observed. The swage and the white ring met the acceptance criteria of the part specification. The labeling was reviewed and found to be sufficient in providing information on the use of the product. An assignable root cause was not determined.